Manufacturer narrative:
H6: investigation summary one sample (model #11522558) was returned from the customer. It was reported that there was a remaining iron infusion that had to be pulled out with a syringe. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline, and then infused with the pump dchu-0010 and pump module dchu-0016 at 125 ml / hr for 1 hour. The saline was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 11522558 because an invalid lot number was provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: material no: 11522558 batch no: invalid lot provided it was reported that there was a remaining iron infusion that had to be pulled out with a syringe. Not sure if this is the product number you are looking for but, the name is: bd alaris pump infusion set ball valve. Ref 11522558 ¿ was there patient harm? The rn pulled the remaining iron infusion out with a syringe to administer to the patient. As a result, the patient received the full infusion however the additional manipulation of an IV medication outside of a sterile hood in the pharmacy creates a potential infection risk. ¿ any additional information would be greatly appreciated. Infusing iron.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: material no: 11522558, batch no: invalid lot provided. It was reported that there was a remaining iron infusion that had to be pulled out with a syringe. Not sure if this is the product number you are looking for but, the name is: bd alaris pump infusion set ball valve. Ref (B)(4). Was there patient harm? The rn pulled the remaining iron infusion out with a syringe to administer to the patient. As a result, the patient received the full infusion however the additional manipulation of an IV medication outside of a sterile hood in the pharmacy creates a potential infection risk. Any additional information would be greatly appreciated. Infusing iron.